Event description:
The plaintiff's attorney alleges that the patient experienced a cardiac event and subsequently expired the same day as a result of the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one event for the same patient involving two separate products.